Manufacturer narrative:
H3, h6: software data was received for analysis. There were 3 session of application logs present of the issue date. First session of application logs captured 22 successful registration with error metric varied from 3.7 mm to 2.9 mm, second session of logs captured 4 successful registration with error metric varied from 3.2 mm to 1.8 mm, and third session of logs captured 2 successful registration with error metric varied from 2.1mm to 2.3 mm. Logs captured few of the coil noise for the tools apart from that logs didn't capture the root cause of the reported inaccuracy issues. Reviewed the archive and archive had 2 different patient. First patient archive had 1-CT exam with 345 slices (with spacing and thickness 0.50 mm). The 3d model was not good as the back and top of the model was chopped and the tracing was also not good as so many trace points were under the skin and overlapping each other and most of the tracing points collected around the eyebrow only. Same thing was observed with second patient as well. Second patient had 1-CT exam with exam with 345 slices (with spacing and thickness 0.50 mm). The 3d model was poor back of the head was chopped and tracing was also very poor, very few points around eyebrow and forehead were covered. Suggesting to take trace more points through out the blue area as per the protocol and by touching lighter on the skin for the best registration accuracy. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. B01, c19, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the system was serviced in the field, and no fault was found. Codes b01, c19, d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: correction: void event description information (as it is unrelated to the event): "additional information was received. Patient archive contained two computerized tomography (CT) scans with slice thickness and spacing of 0.5. The entire head from the top of the skull to the soft palate was present in the scan, along with a significant artifact protruding from the top of the head. This artifact had a c-shart point, shaped almost like a nose. The software mapped the trace points that were taken on the nose to this artifact, as no tracing was done at the top of the head, it was recommend cropping artifact of this sort in the future." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 1.3.2, the logs and patient archives were returned to the manufacturer for analysis. Analysis was not yet complete, and the results of the investigation are pending completion. B21, c21, and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgical procedure. It was reported that this morning, the surgeon felt about 5 mm inferior, especially in the posterior sinus. This occurred intraoperatively, and there was no surgical delay. There was no reported impact to patient outcome. Additional information was received. Patient archive contained two computerized tomography (CT) scans with slice thickness and spacing of 0.5. The entire head from the top of the skull to the soft palate was present in the scan, along with a significant artifact protruding from the top of the head. This artifact had a c-shart point, shaped almost like a nose. The software mapped the trace points that were taken on the nose to this artifact, as no tracing was done at the top of the head, it was recommend cropping artifact of this sort in the future.